Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) surface film of the touch panel is loose, making it difficult to calibrate the touch screen. The touch screen film is loose, which caused the response to be slightly worse. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Corrected fields: h6 ( medical device ¿ problem code). It was being reported that during inspection the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "film on the surface of the touch panel" which is "loose". When the touchscreen calibration was performed during equipment inspection , it was found to be difficult to pass. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the surface film of the touch panel is loose which is making it difficult to calibrate the touch screen since the touch screen film is loose , which had cause the response to be slightly worse. After that the fse had replaced the "d160-00-0123"- touchscreen assy , 12.1" and after replacing the touch screen repair parts , the film is no longer floated and the touch screen calibration was possible without any problems. A subsequent operational inspection was being confirmed that there were no problems. The results are good. There is no involvement of the patient during this incident.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a